Event description:
Right motor skipping but due to age suggested to replace in pair. In speaking with the reporter it was learned the chair exhibited jerky motion and was pulling to the right due to the left motor overpowering the right as the right was skipping. It was your technical rep that suggested replacing both lt and rt motors to maintain an even balance of power. No injury.